Event description:
The device was tested at the customer facility subsequent to an event and display a "discharge fault" message. Medics had responded to a call for a pt who had been complaining of shortness of breath. Electrode pads were attached to the pt and the deivce was charged and discharged at 120 joules and the pt converted to ventricular tachycardia. However the device then displayed a dotted baseline. The user switched the electrode pads on the pt and continued treating the pt. The pt was then transported into the ambulance and maintained an asystole heart rhythm. The pt subsequentely expired, however it was not a result of the reported malfunction.